Manufacturer narrative:
The complaint description states that one of the four teeth broke when inserting the screw. The device associated to the complaint was not returned for analysis. No other analysis was possible because the batch number and the x-rays or medical records were not provided. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in (B)(4). Mdd CAPA (B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. For this complaint, without having the product, a picture or the lot number, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the four teeth on the locking screwdriver broke when inserting the screw.